Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 for a heart procedure. Blood glucose was managed with manual injections prior to the procedure. After hospital discharge, customer resumed using the pump for insulin therapy. Customer's blood glucose was elevated (261 mg/dl) and health care provider recommended adjusting basal setting in an effort to address the issue. Customer does not know if heart procedure caused blood glucose to elevate. Review of pump data with tandem technical support found an incomplete bolus alert on the date of event. Customer completed the bolus shortly after the alert occurred. Multiple follow up attempts were made; however, no additional information was obtained.